Event description:
A surgeon reported a patient with ten diopters of residual astigmatism following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. No sample was returned. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire and medical records were received on (B)(4) 2011. (B)(4).